Event description:
Caller reported a malfunction on the pump, specifically a "malf 0" error, and the issue did not occur after any notable events. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.